Manufacturer narrative:
Manufacturer's investigation conclusion: the analysis of the log file provided by the account confirmed elevated pump power and flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured several power and flow elevations on (B)(6) 2021. It was noted that several of the power and flow elevations occurred during a pulsatility index (pi) event. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU contains information regarding pump speed, power, flow, and pulsatility index. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16aug2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this this IFU provides a list of adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had flows of +++ and power that was greater than 13 watts. The patient's hemolysis labs were normal. The patient had a syncopal episode and reported extreme dizziness. The flow was still +++ and the power was 12.7 watts. The patient's mean arterial pressure was 82 and international normalized ratio (inr) was 3.7. The pump parameters captured a number of power/flow elevations with pulsatility index (pi) trending downward. This trending could be caused by pump thrombus. There were no unusual events recorded in the log file event history. The patient's lactate dehydrogenase (ldh) on (B)(6) 2021 was 340, which is lower than the ldh of 454 on (B)(6) 2021. The patient's plasma free hemoglobin was less than 30 on (B)(6) 2021. The patient was stable. The elevated power/flow did not resolve an the cause was undetermined. Thrombus was not confirmed. There were no changes to patient condition, anticoagulation status or pump parameters that may have contributed.